Event description:
A patient was reported as deceased by a family member that was implanted with an implantable cardiac defibrillator (ICD) system. Information identified in the manufacturer's data indicated the patient died approximately 11 months post implant of the ICD system. The family member alleged that the cause of death was fibrillation of the heart and the device did not fire. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from the funeral home and physician office were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Product ID (B)(4), implanted: (B)(6) 2012. (B)(4).